Event description:
It was reported that post implant the patient experienced worsening of pre ventricular assist device (vad) implant, existing right heart failure (rhf). An echocardiogram showed a dilated ventricle in relation to left ventricle, it was also noted that there was reduced contractibility, ongoing ascites, worsening hepatic and renal dysfunction. The patient was started on oral and intravenous (IV) medication. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) and associated outflow graft (lot no. 2002727210) were not returned for evaluation. There was no performance allegation against the outflow graft. This complaint is associated with a clinical adverse event. Information provided by the site indicated that post implant the patient experienced worsening of pre ventricular assist device (vad) implant, existing right heart failure (rhf). An echocardiogram showed a dilated ventricle in relation to left ventricle, it was also noted that there was reduced contractibility, ongoing ascites, worsening hepatic and renal dysfunction. The patient was started on oral and intravenous (IV) medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, hepatic dysfunction and worsening heart failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.